Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was aspiration of water from the cuff into the airway. Product fault occurred whilst in situ in patient airway. The outcome of the event was an intervention by intensive care consultant. Tracheostomy tube changed. There was no patient harm reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.